Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6)-year-old female patient who had essure (batch no. 787221, 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: test: a month after essure placement. Results of confirm. Test: unknown. Concomitant products included ibuprofen, naproxen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding / heavy bleeding"), menorrhagia ("extended heavy menstrual periods / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding/ blood spots / spotting"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes - describe: hot flashes"), vulvovaginal mycotic infection ("infection (bladder / urinary tract / vaginal) - type: yeast infection"), bladder disorder ("bladder / urinary problems / bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced device expulsion ("essure migratio to lower uterus / migration of essure device- location of device: lower uterus"), depression ("psychological or psychiatric problems- condition: depression") and mood swings ("psychological or psychiatric problems- condition: mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful intercourse) / intercourse pain / hurts when she have sex plus bleed"), alopecia ("hair loss"), nervous system disorder ("eurological conditions / problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), vaginal flatulence ("vaginal flatulence"), constipation ("constipation"), abdominal pain lower ("left lower abdominal pain") and coital bleeding ("hurts when she have sex plus bleed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, menorrhagia, migraine, vaginal haemorrhage, female sexual dysfunction, hot flush, vulvovaginal mycotic infection, depression, mood swings, bladder disorder, dysmenorrhoea, dyspareunia, alopecia, headache, nervous system disorder, vaginal discharge, visual impairment, weight increased, vaginal flatulence, constipation, urinary tract disorder, abdominal pain lower and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, coital bleeding, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal flatulence, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she want to get it removed. Insertion date also provided as per pfs on (B)(6) 2011 discrepancy noted plaintiff received treatment for pain and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed satisfactory placement of both essure. Batch number: 787221, man date: 2010/09, exp date: 2013/09. Batch number: 787229, man date: 2010/10, exp date: 2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Case become serious incident. Products information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. 787221, 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: test: a month after essure placement. Results of confirm. Test: unknown. Concomitant products included ibuprofen, naproxen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding / heavy bleeding"), menorrhagia ("extended heavy menstrual periods / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding/ blood spots / spotting"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes - describe: hot flashes"), vulvovaginal mycotic infection ("infection (bladder / urinary tract / vaginal) - type: yeast infection"), bladder disorder ("bladder / urinary problems / bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced device expulsion ("essure migratio to lower uterus / migration of essure device- location of device: lower uterus"), depression ("psychological or psychiatric problems- condition: depression") and mood swings ("psychological or psychiatric problems- condition: mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful inteercourse) / intercourse pain / hurts when she have sex plus bleed"), alopecia ("hair loss"), nervous system disorder ("eurological conditions / problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), vaginal flatulence ("vaginal flatulence"), constipation ("constipation"), abdominal pain lower ("left lower abdominal pain") and coital bleeding ("hurts when she have sex plus bleed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, menorrhagia, migraine, vaginal haemorrhage, female sexual dysfunction, hot flush, vulvovaginal mycotic infection, depression, mood swings, bladder disorder, dysmenorrhoea, dyspareunia, alopecia, headache, nervous system disorder, vaginal discharge, visual impairment, weight increased, vaginal flatulence, constipation, urinary tract disorder, abdominal pain lower and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, coital bleeding, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal flatulence, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she want to get it removed. Insertion date also provided as per pfs on (B)(6) 2011 discrepancy noted plaintiff received treatment for pain and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed satisfactory placement of both essure. Batch number: 787221, man date: 2010/09, exp date: 2013/09 , batch number: 787229, man date: 2010/10, exp date: 2013/10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.